Event description:
Pt to have an agitated bubble study test. Rn attached the stopcock/syringe set up onto the ICU medical inc. Microclave connector that was on the IV catheter. Rn was able to complete agitation process from the saline syringe to the saline syringe but when she switched the stopcock to administer the agitated saline to the pt, she was unable to flush it to the pt.